Manufacturer narrative:
Event date updated in b tab. Investigation results: a device history record review was completed by our quality engineer team for provided material number 381434 and lot number 4282307. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Event date updated to unknown.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: we have another defective catheter which was another size. Have you heard anything about this yet? This morning there was another batch of ivs that have a defective/delayed needle retraction. This time, they are 20g ivs.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.